Manufacturer narrative:
The investigation conducted by field service engineering indicated the pt side manipulator (psm) had malfunctioned. The system was repaired by replacing the affected psm. The psm was returned to isi for further failure analysis investigation. During failure analysis of the returned psm concluded that the root cause for the system fault was a defective axis-4 motor/encoder assembly. A replacement axis-4 motor/encoder assembly was installed to resolve this problem. No related complaints have been reported from this account as of 2007.

Event description:
It was reported that during a da vinci prostectomy procedure, the customer experienced a system error "20008" fault. The hospital opted to discontinue the use of the da vinci surgical system to perform the planned surgery. No pt harm was reported. The procedure was converted to traditional open surgical techniques to successfully complete the surgery.